Event description:
The 4th connection pin, inside of the base unit, is burned. Additionally, reporter noted that base unit produced a "burning smell" and is partially discolored. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.